Event description:
The physician had a recent case in which the ultratine forehead 3.0 was used. The physician reported that one device would not fit securely into the drilled hole; the second device was reported as being dislodged from the hole post-operatively.

Manufacturer narrative:
The first device, which did not fit into the hole, was discarded. The second device used in the procedure was placed in the same hole as the first device. The physician reported that the second device used in the procedure, which had become dislodged post-operatively, was replaced with another ultratine device to correct the fallen brow. The investigation shows that the hole was drilled to a larger diameter. The larger diameter of the drilled hole prevented both flanges from being fully compressed thereby, not allowing the devices to sit securely in the drilled hole.